Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and high threshold values were observed on the atrial and left ventricular (lv) leads. Clavicle crush damage was suspected. During the replacement procedure, the lv could not be unscrewed from the device so the lv lead was cut and capped and the device was explanted. The atrial lead was also capped. The device and leads were replaced and the event resolved with no adverse consequences to the patient. Related manufacturer reference number: 2017865-2018-00376, 2017865-2018-00379.

Manufacturer narrative:
The reported events of noise problem and threshold unacceptable were not confirmed. As received, only the connector portion was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies with the exception of damages consistent with those at the time of the procedure.

Event description:
During follow-up, noise and high threshold values were observed on the atrial and ventricular leads. Clavicle crush damage was suspected. During the replacement procedure, the ventricular could not be unscrewed from the device so the lead was cut and capped and the device was explanted. The atrial lead was also capped. The device and leads were replaced and the event resolved with no adverse consequences to the patient.